Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that the two drill bit devices broke while drilling a hole for the craniotomy. It was reported that the product was broken into pieces during surgery; however, all the pieces were retrieved from the patient. There were no delays in the surgical procedure as a third burr device was used to complete the procedure without issues. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.